Manufacturer narrative:
The investigation was based on the log file of the affected device. Based on the log file analysis the reported device shutdown could not be confirmed. The log file analysis revealed a communication problem between the cockpit and the ventilation unit of the device. A temporary access problem on the hard drive that caused a temporary loss of cockpit function was identified as root cause. The ongoing ventilation was not interrupted during the reported event. The solid-state drive should be replaced. If the hard disk is not accessible for the microprocessor system, the safety software initializes a warm start of the cockpit. If the hard disk is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. In this case, the ventilation continues with the set parameters. Safety-relevant parameters such as fio2, minute volume or airway pressure are displayed in the additional oled display, in which the user can see the ongoing ventilation. Monitoring functions and the user interface of the cockpit are not available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use, the cockpit went blank and rebooted. There was no health consequences for the patient reported.